Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer confirmed that the issue was resolved by the customer. No resolution was provided by both field service engineer and customer about the resolved issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a failure in the drawer 5-1 pocket a3. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.